Manufacturer narrative:
Upon reassessment of the reported event and additional information provided, it was determined to be not reportable as the device involved was a non-zimmer biomet product. The initial report was forwarded in error.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the device involved was a non-zimmer biomet product. The initial report was forwarded in error.

Manufacturer narrative:
(B)(4). D10: 110031017 item name vivacit-e dm bearing 28x54mm lot # 65343262, unk cup. G2: foreign: switzerland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 9 days post implantation due to a fall from the toilet that resulted in a hip dislocation. On the post-dislocation x-rays, the polyethylene insert seems correctly fitted to the head. The post-reduction x-ray also shows that the insert is no longer coupled to the head, only the head is in the cup and the insert is in the soft tissues on the posterosuperior part of the hip which will be confirmed during the recovery. In addition, it appears that the head is not centered. There is a shape of a sphere that makes the surgeon think that it is disassociated from the cup but as the head and cup is in place. There is no additional information available at the time of this report.